Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump alarmed unexpected restart, external error, and displayable history check failed on startup. Customer received the alarms when trying to setup the insulin pump. Customer's blood glucose level was 330 mg/dl. The customer was assisted in performing a self-test and it passed. Customer did not return the device.